Event description:
New information received notes that the lead was capped on 9/14/2016. The patient condition was good post-op and at follow-up.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in the operating room, fracture was observed. The lead was capped.